Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed rewind, basic occlusion and displacement tests. No motor error alarm noted and passed the motor test. No sound anomaly noted. The insulin pump has cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she received two separate motor errors. Customer's blood glucose was 235 mg/dl. Customer stated that she received a motor error about a month ago and resumed the pump. Customer stated that the drive support cap appears normal. Customer was assisted in clearing the alarm. Customer stated that there is a beeping and then it stops beeping. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.